Manufacturer narrative:
Product investigation: the field report of insulation abrasion was not confirmed. As received, a partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found that all damage noted to the lead body was consistent with that occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
During an unrelated procedure, insulation damage was noted on the lead despite normal parameters. The lead was explanted and replaced. The patient was stable during and after the procedure.